Event description:
I have allergan natrelle texture implants (410s). Surgery was performed in (B)(6) 2017. As of (B)(6) 2019 I was diagnosed was a grade IV capsular in my left breast following the sudden onset of swelling, pain and redness/inflammation. My plastic surgeon has advised me that given the symptoms and the now known connection between textured implants and bia-alcl I need to have the implants removed and a capsulectomy performed. I have not yet received diagnostic testing for possible bia-alcl but am awaiting referral from my pcp. FDA safety report ID # (B)(4).